Manufacturer narrative:
A1: (B)(6); b4: 19-aug-2021; g3: 14-aug-2021; g6: follow-up #1; h2: additional information, device evaluation . H6: health effect - clinical code: 2377 - osteolysis. H10: radiographic images provided were reviewed and it was noted that the images showed evidence that the disc lost height and collapsed, it was also noted that were was evidence osteolysis. No microbiology or pathology results were provided. It was not possible to assess the potential role of patient conditions, m6-c placement, and surgical technique with the information provided. A review of the lot history records for this device did not reveal any relevant non-conformances to device specification. The risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. As-received, the implant was not intact. The bulk of the fiber was not returned, with minimal fiber found in the endplate slots. The core was not present, and the sheath was detached in several pieces. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. As such, we are reporting this incident to err on the side of caution. Spinal kinetics' post-market surveillance procedures require multiple attempts to gain as much detailed information as possible regarding the reported event.

Manufacturer narrative:
The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant non-conformances associated with the lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications.

Event description:
It was reported that an m6-c was explanted due to pain. The device was reportedly collapsed.